Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 24-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding on exertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("haemorrhagic menstruations (lasting 15 days)"), fatigue ("abnormal tiredness"), urinary tract infection ("repeated urinary infections"), vaginal infection ("repeated vaginal infections"), fungal infection ("repeated mycosis"), migraine ("aggravated migraine"), back pain ("aggravated back pain"), myalgia ("constant muscle pain"), arthralgia ("constant joint pain"), amnesia ("memory loss"), dizziness ("dizziness"), visual impairment ("visual disturbances"), dyspnoea ("breathlessness"), hypersensitivity ("allergy"), disturbance in attention ("difficulty concentrating"), impaired driving ability ("dangerous driving"), hot flush ("hot flushes") and general physical health deterioration ("decreased in general health status"). The patient was treated with hormones nos, antibiotics, propranolol, desloratadine (aerius) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, urinary tract infection, vaginal infection, fungal infection, migraine, back pain, myalgia, arthralgia, amnesia, dizziness, visual impairment, dyspnoea, hypersensitivity, disturbance in attention, impaired driving ability, hot flush and general physical health deterioration outcome was unknown and the menorrhagia and fatigue was resolving. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, dizziness, dyspnoea, fatigue, fungal infection, general physical health deterioration, genital haemorrhage, hot flush, hypersensitivity, impaired driving ability, menorrhagia, migraine, myalgia, urinary tract infection, vaginal infection and visual impairment with essure. The reporter commented: she had work stopping due to aggravated back pain. Symptoms occurred progressively and then worsened with time. She experienced decreased in general health status due to the fact that she stopped sport practice and due to fatigue. She visited an allergologist 2 times, an urologist due to urinary infections. At the time of the report, the patient reported persistent abdominal pain in the right side, and sometimes fatigue but less marked. Menstruations lasted 2 days instead of 15 days. She felt much better since the removal. A lot of symptoms resolved and some other symptoms reoccurred sometime. Some symptoms persisted but were less intense. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28_nov_2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1734 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.